Event description:
A report was received that the surgeon placed one scs in patient and in about four minutes they messed so badly that it took another good surgeon to get it out of the patient's body. The patient noted that the scs did not work. No further information can be obtained.